Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis found that the programmer will not power up due to the printed circuit (pc) board being out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer will not power up due to the printed circuit (pc) board being out of specification. A detailed analysis was then performed on the pc board. This analysis found that a capacitor component had shorted causing the power supply and the programmer to shut down.

Event description:
It was reported the programmer will not power up. No patient complications were reported as a result of this event.